Event description:
It was reported that following aortic valvuloplasty, the balloon was difficult to retract into the introducer sheath. There was no report of pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number was not provided. The device was not returned. Images were not provided. Therefore, the investigation is inconclusive. Per the reported info from the customer, the physician believes the reported event cause by his strong vacuum pull. The instructions for use list applicable complications and/or applicable warnings, precautions or use instructions.